Event description:
The device was explanted when the pt was upgraded to a bi-ventricular device and subsequently tested out of specification during mfgr's analysis. There were no patient complications as a result of the event.